Event description:
Related manufacturer reference number: 2017865-2023-93464. It was reported that the patient presented to the lab for an explant of the device system due to an infection unrelated to the procedure and product. The patient was noted to have thrombosis and bacteremia on the lead but unknown which lead. The pocket and site showed no signs of redness, swelling, drainage, and intact chronic incision. The device system was explanted without complications. The patient was in stable condition prior to, during, and post-procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.